Event description:
Caller reported a malfunction on the pump, specifically malf 9 error code, although no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on resetting the pump, which resolved the issue.